Event description:
Patient was implanted with pressio catheter connected to pressio 2 monitor. Monitor displayed a negative icp value for an extended duration. The value became positive after several hours but the cause of the negative value is being sought.